Event description:
Per the clinic, open circuits were noted on 16 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 and the patient was reimplanted with a new device during the same surgery. Device analysis report attached.